Event description:
When identified item's box was opened by the physician, the non cemented tibial component was found (instead of the expected cemented tibial component). Everything else was ok. Physician cemented the implant and implanted in the pt.